Manufacturer narrative:
The investigation determined that discordant, higher than expected tsh results were obtained from a single patient sample when tested using vitros tsh lot: 6835 on two vitros 5600 integrated systems. The results were discordant when compared to vitros tsh lot: 6780 results obtained from the same patient sample. A definitive cause of the discordant, higher than expected patient sample results was not established. Based on vitros re and non-vitros (biorad) qc results around the time of the event, a vitros tsh lot: 6835 performance issue is not a likely contributor to the event. Additionally, a further patient correlation performed by the customer was deemed acceptable when vitros tsh lot: 6835 results were compared to vitros tsh lot: 6780 results. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot: 6835. The higher than expected vitros tsh lot: 6835 results for the patient were reproducible on two of the customer¿s vitros 5600 integrated systems, therefore an instrument issue is an unlikely contributor to the event. However, as no diagnostic precision testing was conducted around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not determined whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The issue was isolated to higher than expected vitros tsh results from a single patient sample, a patient sample issue cannot be ruled out as a contributor to the event. Email address for contact office in MFR site above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected tsh results were obtained from a single patient sample when tested using vitros tsh lot: 6835 on two vitros 5600 integrated systems. The results were discordant when compared to vitros tsh lot: 6780 results obtained from the same patient sample. Patient 1, vitros tsh lot: 6835 results of 7.59, 6.43 and 6.24 miu/l (hypothyroid) versus the vitros tsh lot: 6780 result of 4.06 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).